Event description:
While attempting to defibrillate a patient (age & gender unknown) the device intermittently failed to discharge via internal paddles. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction. Subsequent biomed testing was unable to duplicate the malfunction.